Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device was discarded by facility. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2017 due to a fractured ankle (side unknown). While the surgeon was drilling with a 2.5 mm drill bit/qc/gold/180 mm, the tip broke off in the patient and generated fragments. The tip of the drill bit that broke off was left in the patient. The surgeon finished the procedure with a readily available back-up 2.5 mm drill bit that was available. There was no surgical time delay and no medical or surgical intervention. The surgery was completed successfully. The patient status outcome is unknown. This report is for one (1) 2.5 mm drill bit. This is report 1 of 1 for com-(B)(4).